Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead revision was planned due to loss of rv capture. Lead dislodgement was noted because the patient was twiddling with device. Lead repositioning was unsuccessful, so the lead was explanted and replaced. Patient's condition was stable post-procedure.